Event description:
During a transurethral resection of the prostate procedure while using a front loading button electrode, the generator had repeated error code 200. The generator was cycled on and off 2-3 times but the error continued. The electrode and cable were also changed out without success. The surgeon was unable to get energy to the electrode to cut or coagulate. The pt was kept in surgery while someone ran to (B)(6) hospital to get another unit to finish the procedure. There was no pt harm but the pt was under anesthetic for longer than usual.

Manufacturer narrative:
Could not confirm any faults with the generator. The generator was returned to the (B)(4) center, it was inspected and tested and found to met the MFR's specifications. No error codes were found in the error log prior to estimation and testing. The unit was electrically tested; all functions and outputs are within specifications, passed electrical leakage and safety test.